Event description:
Upon attempted, dependent transfer of patient from bed to w/c, liko lift equipment failure occurred, causing the liko lift to spontaneously lower the patient to the floor. The liko lift sling was appropriately positioned and the patient was safely hovering over the bed before attempting the transfer. Once the liko sling was moved away from the bedside, the lifo lift began to descend.